Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during the initial drain phase of peritoneal dialysis therapy, the home patient was connected. Troubleshooting determine the cause of the alarm was due to the patient line clamp being closed during the priming phase of therapy. The technical service representative reviewed proper procedures with the home patient and assisted the home patient in clearing the alarm. The home patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to open the clamp on the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.